Event description:
A report was received that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1110-02, sn:(B)(6). Device evaluation indicated that the patient data showed that the battery depletion rate was within the expected range prior to the explant when the device was turned off. Thus, the complaint was not confirmed. However, after the explant procedure, the battery depletion rate changed due to leaky internal electronics. The internal circuit exhibited excessive sleep current and low vh impedance. These symptoms are the typical characteristics of u1-asic damage when the ipg is exposed to high-voltage transients or high rf energy. The device has electrocautery burn marks on the case. This evidence suggests that the ipg electronics was damaged due to its exposure to electrocautery. Dfu states that electrocautery may turn stimulation off or may cause permanent damage to the stimulator, particularly if used in close proximity to the device. The probable cause selected for the explant damage is unintended use error caused or contributed to event.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.